Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Summary: one empty labeled winding former and a needle-suture in three sections of product code (B)(4), lot pck154 were received for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, the end of the suture was cut appears to be by the use of a surgical instrument. The other two section of the suture were examined, extreme of suture pieces present elongation and the other end was cut. In addition the suture pieces were matched between them. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. A second used device was returned for evaluation. There were no adverse consequences to the patient.